Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, the patient experienced complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.